Event description:
This event was discovered in a peer reviewed literature. As documented in the article (prospective randomized trial of acuseal (gore-tex) versus hemashield-finesse patching during carotid endarterectomy: early results; journal of vascular surgery 2007. 01. 038; originally accepted jan 11, 2007; doi: 10.1016/j.jvs.2007.1.038. Authors: ali aburahma, patrick stone, sarah flaherty, zachary aburahma), the patient after receiving the acuseal patch suffered perioperative stroke on postoperative day three. The article states, 'the other patient had a normal postoperative duplex ultrasound exam without residual stenosis, but suffered an embolic stroke that was treated with heparin therapy, which led to a cerebral hemorrhage and death, 3 days postoperatively.' No further information in the article was provided.

Manufacturer narrative:
No lot number information was supplied therefore, no review of device manufacturing records could be performed.